Manufacturer narrative:
Please note that the lead was implanted in 2011 but the exact date of implant was not known.

Event description:
It was reported that the patient had syncope. High capture threshold and high pacing impedance were observed on the right ventricular (rv). Lead damage was suspected on the rv lead and the right atrial (ra) lead. The rv lead and ra lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences. Additional information was requested but was not available.

Event description:
It was reported that the patient had syncope. High capture threshold and high pacing impedance were observed on the right ventricular (rv). Lead damage was suspected on the rv lead and the right atrial (ra) lead. The rv lead and ra lead were replaced to resolve the event. The patient was stable and there were no adverse consequences. Additional information was requested but was not available. Related manufacturer reference number: 2017865-2024-35689.